Manufacturer narrative:
Based on the information provided, no conclusions can be made. Infection and wound dehiscence are known inherent risks with the use of this product and are listed in the adverse reactions section of the instructions-for-use supplied with the device, as possible complications. Regarding infection, the warning section states "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." A lot number was not provided, as such a review of the manufacturing records could not be conducted. Intra-operative photos were provided. Multiple photos show mesh visualized in the wound. A small portion of excised mesh is seen being handled by the surgical staff and placed on blue surgical cloth. Review of the photos does not help to establish root cause for the patient's postoperative course. Not returned - explanted.

Event description:
The following was reported: the patient underwent a quadratectomy for a ductal carcinoma and fibroadenomas on (B)(6) 2020, and was implanted with a galaflex 3d mesh. There were no reported complications at the time of implant. Within the first two months post implant the wound opened up. About four months later the patient developed necrotic tissue and a fistula on her right breast almost at the t intersection. At that time, it was found that the patient had a pseudomonas resistant infection (nosocomial infection). Despite closing the wound, a few weeks later the wound opened again. The patients gynecologist, oncologist and plastic surgeon suggested surgery, to remove the galaflex 3d mesh, however the patient did not feel strong enough. On (B)(6) 2021 the patient had a second intervention where they excised galaflex 3d mesh removing a fistula and necrotic tissue. On (B)(6) 2022 the patient underwent surgery to remove all remaining scaffold in her right breast. The galaflex 3d mesh was recognized. The surgeon was able to remove the tabs portion of the mesh, one of which was infected. The left breast, scaffold was found to be incorporated and the surgeon could dissect the newly formed tissue.